Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a changeout procedure this implantable cardioverter defibrillator (ICD) system exhibited stuck setscrews. It was reported that the physician experienced difficulties trying to remove the leads. Subsequently, a bone cutter was required to remove the header of the device. The patient's chronic right atrial (ra) lead was surgically capped and abandoned. A new ra lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory microscopic visual inspection found the header to be completely detached from the device and the header was not returned with the device. A review of the memory log found no irregularities. No further testing was possible without the header of the device.